Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high out of range pacing impedances of greater than 2000 ohms, dislodgement and helix extension issues. In addition, the helix mechanism was unable to be extended after greater than 30 turns. Another rv lead was successfully replaced. No adverse patient effects were reported.